Manufacturer narrative:
Patient information obtained from angiogram. Non-flow limiting dissection occurred during the use of the angiosculpt catheter. No clinical injury reported. Review of the angiogram was inconclusive and could not confirm the presence of a dissection. The angiosculpt catheter was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because it cannot be determined with 100 percent certainty whether or not the angiosculpt catheter caused or contributed to the dissection. Thus, an MDR is being submitted in an abundance of caution. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, arterial dissection is listed as a possible adverse effect of the procedure.

Event description:
Non-flow limiting dissection reported at first inflation. Physician re-inflated catheter up to 8 atm and held pressure for 2 minutes. Physician noted that it was greatly improved and felt procedure was successful.